Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the device did not fire. The surgeon was not able to pressed the safety button and squeezed the handle. A new device was used to resolve the issue.